Event description:
A customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to try various troubleshooting steps, including ensuring the pump was not plugged into a power source and attempting to turn it on, but the screen remained unresponsive. The led around the button blinked red, and the pump vibrated at regular intervals, indicating a malfunction. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.